Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to broken retainer ring, however, passed self test. The pump was cut open for visual inspection and moisture damage noted. The following were noted during visual inspection: missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, partially broken retainer, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. Broken retainer ring confirmed during analysis. No current code confirmed due to the retainer ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a retainer ring damage. The customer reported no adverse event. The event involved in the product was mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.